Event description:
During an appendectomy, the surgeon attempted to retrieve the stapled appendix with the bowel grasper, the jaws were opened and the device disassembled. A stat x-ray was done and a small object was noted. With the pt still under anesthesia, the foreign body was removed through the same incision. Retrieved was a 1mm piece of metal with a hole in the center. The pt remaining in stable condition.